Event description:
The customer stated that they could not see a full display when turning on the coaguchek xs meter. When attempting to see the full screen display, the customer did not see "888" in the result area of the display field. He saw the battery symbol and arrows on the left side of the display. There were no adverse events or erroneous results due to the issue. The meter was returned and it was observed that the display is faint once the display check is released. During the display check all icons are present.

Manufacturer narrative:
For investigations, the display was tested. The unit was opened and visual tests were performed. It was determined that there was a defect in the display as the conducting paths were interrupted. This was a non-systemic error.